Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient heard the pump alarming and went in to be evaluated by their health care provider (hcp). Upon interrogation, a critical alarm due to motor stall was confirmed. It was noted that the stall recovered more than 2 hours, and that the stall never recovered. The pump was stopped and a prescription was given to the patient for oral medicine. The patient was scheduled to follow-up with their hcp on (B)(6) 2013 to discuss their options. No diagnostic testing or troubleshooting was performed. The pump system was being used to deliver sufentanil, clonidine, and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the pump was removed 2 years ago because it was not working properly. The pump would work one day and not the next day. The pump started beeping, so the healthcare provider (hcp) removed it. The patient was given oral medications, but it was noted the oral medications did not work at all the way the pump worked.